Manufacturer narrative:
H3 - device evaluation: lens returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the optic and haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Additional information : b5- "the cause of event is reported as "sizing error." Should be added to the initial MDR. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b1- "product problem" should not be marked in the initial MDR. H6- health effect impact code 4627: secondary surgical intervention; lens explant (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -10.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a longer length lens due to low vault. This resolved the problem. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.